Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) initially failed to pair with the ilet while it was confirmed paired to the dexcom app; the user was instructed to ensure no other devices were connected, toggle the cgm, and restart the ilet, after which the cgm successfully paired. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no medical intervention. Customer support included remote troubleshooting and user education to eliminate conflicting bluetooth connections and to reboot devices. Investigation of this case revealed a temporary pairing issue between the cgm and the ilet that was resolved through standard connectivity and device restart steps, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment and pairing sequence factors leading to transient connectivity failure.